Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the lead site when stimulation was on and off. It was noted that the patients pain got worse when stimulation was turned on. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial (B)(4). Description: precision spectra implantable pulse generator

Event description:
A report was received that the patient was experiencing pain at the lead site when stimulation was on and off. It was noted that the patients pain got worse when stimulation was turned on. The patient will undergo a revision procedure.